Event description:
It was reported that pump experienced malfunction after charger cable became hot. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections, did not need third party assistance. Customer will rely on backup multiple daily injections therapy while preparing previously received replacement pump for use.